Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support (cts), the customer was asked to verify a straight and tight connection. The customer tightened the luer lock connection, repeated the fill tubing, and was able to see insulin drops come out of the end of tubing. There was no reported impact to the customer's blood glucose level.